Manufacturer narrative:
The devices were not returned, as they remain implanted in the patient. Therefore, the condition of the implants is unknown. The device history records were not reviewed as the reported event alleges a symptom rather than a defined device failure. The devices involved were verified for compatibility with no issues noted. These devices are used for treatment. Complaint history searches were conducted for the part/lot combinations for the femoral component, tibial component, articular surface, and patella, with no other reports identified for any of the part/lot combinations. It was reported that the patient's pain has not gone away since the surgery, and that the patient feels like a ligament is torn in the left knee. The patient also broke out in shingles while recovering at the hospital. Primary operative notes were not provided; therefore there is no information available to determine if the surgical technique was followed. There is no information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may influence the performance of the device. The package insert lists pain and metal sensitivity as adverse effects of this procedure; these are therefore known inherent risks of the procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #42532007101, persona cemented stem tibial component, lot #62791910; manufactured at zimmer biomet (B)(4). Catalog #00597206635, nexgen all poly patella, lot #62727374; manufactured at zimmer biomet, (B)(4). Catalog #42512400711, persona vivacit e articular surface, lot #62713605; manufactured at zimmer biomet, inc. (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing pain, a feeling of torn ligaments and a possible allergic reaction.